Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that cartridge change errors occurred with cartridges during the load sequence. Customer's blood glucose level was 153 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.